Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker reached end of life (eol) status approximately one month prior. Additionally, this patient was experiencing pauses. Technical services (ts) was unable to determine the duration of the pauses; however, the default device battery capacity depleted (bcd) setting is 50 beats per minute (bpm). Ts recommended the device be replaced. This pacemaker was explanted and successfully replaced. This pacemaker has not been returned to boston scientific and no additional adverse patient effects were reported.